Manufacturer narrative:
Concomitant medical products: erbe electrosurgical generator. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The subassembly device history record does contain a nonconformance that could potentially be related to wire guide damage. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use instruct the user to do the following: "for best results, wire guide should be kept wet." Failure to flush the wire guide can result in damage to the wire guide. The instructions for use precaution the user that this product is not compatible with metal tip devices. "If preloaded, use of wire guide with metal tip ercp devices may result in damage to external coating and/or tip of wire guide." The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all fusion preloaded with acrobat wire guide sphincterotomes are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded with acrobat wire guide sphincterotome. As reported to customer relations: "the wire guide was stripped at 25 cm [coating damage]. They had to complete the procedure with a different wire guide."

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded with acrobat wire guide sphincterotome. As reported to customer relations: "the wire guide was stripped at 25 cm [coating damage]. They had to complete the procedure with a different wire guide." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Correction to event and lot#. This report is being sent to correct description of event to include the patient outcome and date received by manufacturer to include a date, that was not provided on the initial MDR. Concomitant medical products: erbe electrosurgical generator. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The subassembly device history record does contain a nonconformance that could potentially be related to wire guide damage. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use instruct the user to do the following: "for best results, wire guide should be kept wet." Failure to flush the wire guide can result in damage to the wire guide. The instructions for use precaution the user that this product is not compatible with metal tip devices. "If preloaded, use of wire guide with metal tip ercp devices may result in damage to external coating and/or tip of wire guide." The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all fusion preloaded with acrobat wire guide sphincterotomes are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.